Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.